Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer stated via phone call that the insulin pump was not in auto mode.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. All boluses delivered properly and were listed in the bolus history screen. Device then was programmed and monitored basal profiles. Unit received with cracked retainer. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was over 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. The customer stated that quick set were painful to insert, every time customer insert that cause bleeding. The device will be returned for analysis.